Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector separated from the tubing of a minicap extended life pd transfer set . This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the silicone tubing was separated from the patient adapter. There was evidence inside of the tubing that the patient adapter was previously assembled to the tubing. The reported condition was verified. The cause of the condition could not be determined. However, the assembly between the patient adapter and the tubing/bushing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.